Event description:
The surgeon reports seeing what he describes as a "white foam" on the weld of one of the intraocular lens (iol) haptics. The iol was implanted. The following day, upon examination, the surgeon found the haptic was broken and had moved in front of the pupil. The iol was removed and replaced with the same model iol. The replacement iol was implanted without difficulty and the patient is doing fine.